Manufacturer narrative:
Customer remained on manual injections and blood glucose level had normalized (100 mg/dl). Customer resumed pump therapy and blood glucose levels have been within target range. Reportedly, no further issues were encountered. The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Customer's blood glucose level was impacted (241 mg/dl). Customer reverted to manual injections.